Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel switch was broken, causing the control panel display to not work, which confirmed the original complaint issue.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has a broken display.